Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made an unspecified error during therapy. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. On the same day as diagnosis, the patient was hospitalized for the event and started treatment intraperitoneally with zidimbiotic (1 gram, frequency not reported) and vancomycin (0.5 grams, frequency not reported). After seventeen days, antibiotic treatments were discontinued. The following day, due to the patient not responding to the antibiotic treatments, the patient's pd catheter was removed, dianeal therapy was discontinued, and the patient was transferred to hemodialysis. On the same day, the patient was discharged from the hospital. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. On an unreported date, the patient was re-trained in proper aseptic technique. No additional information is available.